Manufacturer narrative:
Based on the information reported ,the patient developed an abscess 6 weeks post operative that became infected. At this time, no conclusion can be made as to the degree to which the alleged bard mesh implant may have caused or contributed to the reported patient outcome. Should additional information be provided, a supplemental MDR will be submitted. Infection is a known inherent risk of surgery. Regarding infection, the instructions for use state, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device.¿ a lot number was not provided and without a lot number a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol: on (B)(6) 2014 - the patient underwent an umbilical hernia repair with implant of a "bard" mesh. The contact was unable to provide any product specific identifiers. (Catalog no. / description). On (B)(6) 2014 - the patient developed an opening of the umbilical wound in which clear fluid began to drain from and underwent placement of drainage tubes to drain the fluid. The contact reports the fluid began to change in color and became cloudy and at that time the patient was diagnosed with an abscess and underwent additional drain placement. On (B)(6) 2014 - the patient became ill and was admitted to the hospital for treatment of an infection. The contact reports the md stated the infection was underlying the mesh and needed to be cleared before mesh removal could take place. The patient was treated with IV antibiotics prior to explant. On (B)(6) 2015 - the patient underwent explant of the "bard" mesh. The contact alleges the surgeon stated the mesh was so infected that it fragmented into pieces that all had to be removed from the abdomen. The contact reports that the patient was left with an 11" x 14" hole in her abdomen after the mesh was removed. The patient was making weekly and monthly trips to the hospital for wound care until she received a home health aide to clean and change the wound dressings. A wound vac was placed and remained in place for over a year. The patient underwent multiple wound debridements and the contact notes there was "dead" tissue that had to be removed from the wound. The contact alleges the patient is currently healed on the outside but continues the healing process on the inside and is now having trouble with her muscle tissue separating from the abdominal wall due to all of the surgical procedures. The patient continues to seek medical treatment. The contact also states the patient has a hole on her leg that is not healing and has been diagnosed as pyoderma gangrenosum (ulcerative cutaneous condition) which is alleged to be caused from having previous bowel injury and abdominal infection.